Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance measurements. Additionally, a signal artifact monitor (sam) event was noted as well as an atrial tachy response (atr) event were oversensed noisy signals were observed. Technical services (ts) believed the lead had fractured and recommended an in-clinic visit to further evaluate. Subsequently, this ra lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This ra lead remains in service.